Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. The customer also stated that the they experienced high blood glucose. The customer's high blood glucose was 302 mg/dl. The other blood glucose was 95 mg/dl. The customer was treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. The customer was unable to perform displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.